Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the fiber bonding in the outer tube area damaged due to cause traced to component failure and plug of the video cable section contains foreign material cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited fiber bonding in the outer tube was damaged and plug of the video cable section contains foreign material. There was no patient involvement.